Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, there were unspecified complications post implantation, the device was removed a few months following the procedure, and new device was implanted(type unknown). The patient was last seen in (B)(6) of 2012. All other information is unknown and unavailable.